Manufacturer narrative:
Pt information was not available at the time of this retrospective report. The computer was returned for evaluation. The reported issue was not able to be duplicated by medtronic personnel and was fully functional. Medtronic ent representative replaced the computer per RMA. There were no further issues with the system after the computer was replaced.

Event description:
A medtronic representative reported that the surgeon had trouble registering the pt and verifying instruments. Ths surgeon was able to proceed, but the computer froze immediately after tracer registration and site had to do a hard shut down. When site brought the system back up, the surgeon re-registered and felt that the instruments were inaccurate. There was no impact to the pt.